Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Records indicate patient has bilateral total knee replacements, the right which is known to have attune implants. It was reported that following his right primary total knee replacement on (B)(6) 2016, the patient experienced a non-traumatic patella fracture in (B)(6) of 2016 (no specific date provided). After failure of conservative treatment of the patella fracture, the right knee was subsequently revised for pain, instability, and treatment of the patella fracture. Following the knee revision, the patient continued to complain of issues of instability, particularly his inability to extend his knee from 90 degrees of flexion, a consequence of the patellectomy procedure. There was no report of re-revision at this time. This event is addressed in (B)(4). Doi: (B)(6) 2016; dor: (B)(6) 2017; (right knee).